Manufacturer narrative:
E1: product received date 9-july-2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Primary audible alarm post was found in history. Unable to duplicate the problem. No repair needed due no problem found on speaker. Device passed all functional tests.

Event description:
It was reported that the unit displayed a primary audible alarm upon turning it on before using it on patient. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. D9 date returned to mfg 21-may-2024. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.